Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that physician abandoned the procedure that occurred on (B)(6) 2018. The physician was unable to implant a lead due to the patient¿s anatomy. There was nothing that occurred other than not being able to successful enter the epidural space to place a lead.